Manufacturer narrative:
It was reported that during a surgery, trajectories were inaccessible. The cst was attending the surgery and warned the surgeon that the configuration of the patient was the cause of the inaccessible trajectories. The results of the technical investigation indicates that the trajectories were inaccessible because of the wrong position of the patient head. Plus, the IFU provides warning about the position of the patient head and indicates how to use the optional positioning aid module. According to all those elements, the root cause is a customer preference.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. No code available' was selected as there was a delay greater than 30 minutes on the surgery due to this event.

Event description:
It was reported that during a surgery, three registrations were required due to inaccessible trajectories and interference of the mayfield with the planned trajectories. The third registration was completed without issue and all trajectories were accessible